Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device is affected. During a speech therapy session on (B)(6) 2018, the user was unable to repeat ling sounds. There was no report of a head injury. The parent noticed that difficulties with hearing started that day.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Further, two channels involved in a short circuit were present since december 2017. Therefore one channel was deactivated. This is a final report

Event description:
Hearing performance with the device is affected. There was no report of a head injury. The parent noticed that difficulties with hearing started that day.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, in situ measurements show two channels involved in a short circuit since (B)(6) 2017 due to undetermined reasons. Therefore one channel was deactivated. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned for (B)(6) 2019.

Event description:
Hearing performance with the device is affected. There was no report of a head injury. The parent noticed that difficulties with hearing started that day.